Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The three proximal screws of the tibial fracture were broken and only the heads could be removed; once the plate was removed, the body of each screw was barely visible under the bone surface. Extraction of the screws was impossible using the screw extraction set because the clamps used to grasp the bone were not able to grasp the shafts of the screws. A hollow cutting tool was used to enlarge the space around the screw, so it could be grasped with a flat grip clamp.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: the involved article 09.223.032s with lot no 7741001 which is mentioned in the complaint description was manufactured in a quantity of (B)(4) pieces in february 2012. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Based on the complaint description, without material 09.223.032s with lot no 7741001 , no further investigation is possible. The DHR's of the parts with lot number where reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Manufacturing location: (B)(4). Manufacturing date: february 07, 2012. Expiry date: january 01, 2022. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally treated for a right tibial bone fracture with screws and a plate on (B)(6) 2013. Sometime post-operatively, the three (3) proximal screws were discovered to be broken. As a result, the patient returned to the operating room on (B)(6) 2014 to undergo an explant procedure. Due to the screw breakage, the surgeon needed to enlarge the space around the screw in order to successfully remove the shafts. The procedure was completed successfully without further incident. The patient was initially treated for the reduction of a tibia fracture by insertion of a locking compression plate (lcp) fixed with synthes screws. During the procedure on (B)(6) 2014, the screws had to be removed using a cutter. This is report 1 of 3 for (B)(4).